Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for a 4-year-old patient sample. The following data was provided (customer¿s reference range: 5 months to 6 years old 0.70 - 0.95 mmol/l): on (B)(6) 2025, sample ID (B)(6), initial result = 2.98 mmol/l, repeat result = 0.7 mmol/l, (B)(6) 2025. Same patient, new sample obtained. Sample ID (B)(6) results = 2.5 mmol/l, 0.3 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p19, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k181748.

Event description:
The customer observed falsely elevated alinity c magnesium (mg) results generated for a 4-year-old patient sample. The following data was provided (customer¿s reference range: 5 months to 6 years old 0.70 - 0.95 mmol/l): (B)(6) 2025 sample ID (B)(6). Initial result = 2.98 mmol/l, repeat result = 0.7 mmol/l, 27oct2025 same patient, new sample obtained. Sample ID (B)(6) results = 2.5 mmol/l, 0.3 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase in complaint activity. A review of tracking and trending for the alinity c magnesium assay did not identify any related trends. Device history record review did not identify any related nonconformance, potential nonconformance or deviations associated with lot number 77635ud00 and complaint issue. The historical performance of reagent lot 77635ud00 was evaluated using world-wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 77635ud00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. In this case, the customer reran the sample with the same reagent lot and generated acceptable results. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium assay, lot 77635ud00 was identified.